Manufacturer narrative:
Hill-rom technical support trouble shot with the account and found that the account was trying to arm the exiting and positioning modes with themselves in the bed, user error. Hill-rom technical support informed the customer that someone needs to be lying still centered on the mattress in order for the exiting and positioning modes to arm. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account had another person lie in the bed and was able to arm the positioning and exiting modes correctly to solve the issue. Based on this information, no further action is required.

Event description:
The account reported the out of bed mode was the only mode that was functioning on the patient position module. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).